Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a high out of range shock impedance measurement of 200 ohms during conversion testing. The shock impedance measurements decreased into an acceptable range later in time. Oversensing of noise was also observed. Engineering review of the battery noted normal device behavior despite the field noticing a slight dip in the longevity measurements. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.